Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/14/2014 as follows: the battery compartment was observed to be cracked at the opening of the battery chamber. The returned battery cap was able to be fully tightened until the o-ring was seated and the cap was flush with the pump case. There was no issue with loss of power during testing and no evidence of moisture damage in the battery compartment. Unrelated to the initial complaint, the text on the display screen was observed to be dim, faded and discolored and the maximum contrast setting. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that the battery compartment was cracked. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.